Event description:
It was reported that the patient received a valve replacement due to mitral stenosis. It was said that the valve replacement was successful and no special condition occurred. There was concern that the heart rate would slow down after the valve was replaced, so temporary pacing was required for support and a temporary pacemaker was used. When using the external pulse generator (epg), ventricular tachycardia occurred and the heart rate was 170-180 bpm and the blood pressure dropped down sharply at this time. Ventricular tachycardia stopped when the temporary pacemaker was closed. When the epg was exchanged for another one the ventricular tachycardia did not recur. The epg was returned to the manufacturer for servicing. The patient was in good condition and no other complications were reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the main board assembly, lead flex and cable assembly were out of specification. As a result these parts were replaced. After this, the unit tested per specification. (B)(4).